Event description:
On april 16, 2007, the lay-user/pt contacted lifescan alleging that a one touch ultra meter would not turn on. The pt tests her blood glucose 3 times a day. Prior to an event that occurred in 2007, the pt was taking "actos" (45mg) once a day. The pt used the meter to monitor how much food to eat during her meals. Her normal/expected meter readings before the event were around "91-92 mg/dl." She had the reported meter for about 1 yr. Around 2 months ago, the alleged power issue started. She did not notice if the meter ever displayed a battery symbol at the time. An unspecified time later after the meter issue started, the pt developed symptoms of dizziness, shakiness, light-headedness, and feeling tired and weak. The pt believes the symptoms started because she was probably "over-indulging" with food since she did not know what her blood glucose levels were. In the same month, the pt visited her dr because of the meter issue and symptoms. She was tested in the dr's office using another meter and obtained a result of "182 mg/dl." The pt was prescribed "byetta 5mg" injections taken twice a day. In addition, she was also given an actual injection of "byetta" during the dr's appointment. The pt's "actos" regimen was also changed to "actos plus." The pt was "given a new meter" by the dr but she was only able to use it for a limited period of time due to the lack of test strips for the device. The pt was only given 1 sample cartridge of test strips for the meter. The pt did not have a replacement battery to troubleshoot the alleged issue. The meter's battery was not replaced according to the owner's manual. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt alleged that the meter was not powering on. The pt claimed that she developed symptoms suggestive of hypoglycemia or hyperglycemia after not being able to test her blood glucose for about 2 months.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.